Event description:
It was reported that the pacemaker system exhibited high out of range pacing impedances on a non-boston scientific right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services discussed possible causes. At this time, the device and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).